Event description:
Information was received from a consumer regarding a patient receiving morphine (25.0 mg/ml at 11.503 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 it was reported that the patient's pump stopped working. The patient heard the alarm faintly for a couple of days, but didn't know what it was until he was in withdrawal. The patient's blood pressure went up, he was clammy, sweating, and felt like he was coming out of his skin. The patient's symptoms had come on gradually in (B)(6) 2016. He went through withdrawals and was sent to the ER (emergency room); it took 10 hours before he could be seen. He was given a shot of morphine and given some orals and sent home. He was told to get the pump replaced. The patient was told that the pump had been stalling and starting again since (B)(6) 2016. The patient was planning to follow-up with his healthcare professional.

Event description:
Additional information received from a consumer reported a motor stall and delivery failure that resulted in withdrawal, spasticity, and explant surgery on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.